Event description:
Pt in endoscopy for biliary stent removal and replacement. When new stent inserted, it entered the common bile duct and could not be retrieved. Surgery 5/31 to remove. Stent retrieved and sent to pathology.